Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was partially fired. It was reported that the device did not work as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device had an unknown malfunction. There was no patient injury. Medtronic's initial evaluation of the incident device found that visual examination of the staple cartridge noted that the reload was partially fired with the interlock engaged and that jaws were open. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm.